Event description:
It was reported that the right atrial (ra) lead was observed with smaller p-waves and oversensing of p-waves. The lead remains in use. No patient complications have been reported as a result of this event.